Manufacturer narrative:
Continuation of d10: product ID wr9230, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that they talked on the phone. Pt noted they spend 1:20 to 1:40 hours twice a day for a total of 2:40-3:20 hours a day to charge. Pt reported they sit very still to keep excellent connection and keep the charger against their skin. Pt reported they could not lean back or take deep breaths. The issue has not been resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported it was taking an inordinate amount of time to keep the implanted neurostimulator charged. The issue began since tuesday. Patient stated they were given the idea that it would take 45 minutes, an hour, or a little over an hour to charge the stimulator one time a day, but they were spending 4 to 6 hours twice a day. Patient was charging for 38 minutes and got a 10% increase. Patient was charging with good connection. Agent reviewed information. During the call agent walked patient through closing applications, turning airplane mode on/off, and restarting the handset and recharger. Patient got 60%. Patient got 0 then good quality then excellent. Agent advised patient to sit when charging and not to move when charging. If patient moved an 8th or 32nd of an inch charging would quit. Patient would stand up. Agent re-reviewed information. Patient also had parkinson's and couldn't write. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed/provided nas phone number.

Manufacturer narrative:
Continuation of d10: product ID (serial: (B)(6). B3: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.